Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling. The "up/down/ok/contrast" keypad buttons are intermittently responding to user inputs during testing. The keypad was removed for further investigation. During a visual inspection, the "up/down" key contacts are misaligned, and the "up/down/ok/contrast" key contacts click and spring back normally when pressed.

Event description:
The lay-user/patient alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.